Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) does powers off by itself was not confirmed during functional testing and archive data review. The autopulse platform powered on successfully during the testing and does not power off on its own. However, the autopulse platform stopped after performing 7 compressions and displayed user advisory "(ua)02" (compression tracking error) error message, unrelated to the reported complaint. Load cell characterization testing results confirmed both load cells were defective (exceeds the parameter). The root cause of ua02 error was due to defective load cells likely due to a defective component or mishandling such as drop. The defective load cells needs to be replaced to remedy ua02. No physical damage was observed during the visual inspection. During archive data review, observed multiple ua07 (discrepancy between load 1 and load 2 too large) and ua02 (compression tracking error) error messages, unrelated to the reported complaint. The defective load cells needs to be replaced to remedy both ua07 and ua02 errors. Waiting on customer's approval for service repair.

Event description:
During crew training, the customer reported that the autopulse platform (serial # (B)(4)) does power off by itself. Per reporter, they were using an x series defibrillator and a simulator during the training. The user defibrillated approximately 7 times using an x series and a simulator and the autopulse platform kept powering off. No patient involvement.